Event description:
The manufacturer received information alleging a ventilator was not functioning. There was no harm or injury reported. The manufacturer's field service engineer was dispatched to evaluate the device and the customer's complaint was confirmed. The device was recalibrated to address the issue.